Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 02/16/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. The pump was received and tested on 3/11/2024. Pump was given the initial complaint code of "2pow3: power issue - device powers self off". The pump's event log will be pulled and reviewed in order to identify any possible abrupt power off errors. After reviewing the pump's event log several abrupt power offs were found, as highlighted by the "log_event_on" code without a "log_event_off" before it, meaning that the pump had to be powered back on without being powered off. This can be seen below on event lines 384 and 403: "event 382: log_event_data time: 165:23:38 type: e05_pressure_data data_log_end event bytes: 0b 23 38 01 20 01 00 88. Event 383: log_event_stop time: 165:23:38 vinf: 10 stop reason: log_stop_cause_e05 event bytes: 04 23 38 00 00 0a 24 8d. Event 384: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_on/off event bytes: 00 ff ff 00 d5 ff 2b fd. Event 385: log_event_message time: 165:06:26 invalid bolus key pressed: 3855 invalid other key pressed: 3855 event bytes: 09 06 26 ff ff 00 80 b3. Event 386: log_event_off time: 165:06:26 rmp: 95000 reason: log_off_cause_shut event bytes: 01 06 26 01 73 18 2e e7. Event 387: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_on/off event bytes: 00 ff ff 00 d5 ff 2b fd event 388: log_event_set_rv time: 165:07:48 vtbi: 32ml rate: 30ml/hr event bytes: 07 07 48 00 20 00 1e 94. Event 389: log_event_data time: 165:07:48 type: current_infusion_data data_log_start event bytes: 0b 07 48 02 40 00 00 9c. Event 390: data: 5172 13856 18543 30154 event bytes: 14 34 36 20 48 6f 75 ca. Event 391: data: 5234 0 7680 164 event bytes: 14 72 00 00 1e 00 00 a4. Event 392: data: 5125 25600 0 125 event bytes: 14 05 64 00 00 00 00 7d. Event 393: data: 5120 0 646 57468 event bytes: 14 00 00 00 02 86 e0 7c. Event 394: data: 5120 0 0 20 event bytes: 14 00 00 00 00 00 00 14. Event 395: data: 5120 0 0 20 event bytes: 14 00 00 00 00 00 00 14. Event 396: data: 5375 65282 511 534 event bytes: 14 ff ff 02 01 ff 02 16. Event 397: data: 5152 65535 0 14956 event bytes: 14 20 ff ff 00 00 3a 6c. Event 398: data: 5272 0 0 172 event bytes: 14 98 00 00 00 00 00 ac. Event 399: data: 5120 0 0 20 event bytes: 14 00 00 00 00 00 00 14. Event 400: data: 5120 171 256 192 event bytes: 14 00 00 ab 01 00 00 c0 . Event 401: log_event_data time: 165:07:48 type: current_infusion_data data_log_end event bytes: 0b 07 48 02 40 01 00 9d. Event 402: log_event_run time: 165:07:48 rate: 30ml/hr reason: log_run_cause_prog_run event bytes: 03 07 48 00 1e 00 01 71. Event 403: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_on/off event bytes: 00 ff ff 00 d5 ff 2b fd. Event 404: log_event_set_rv time: 165:28:07 vtbi: 32ml rate: 30ml/hr event bytes: 07 28 07 00 20 00 1e 74". In order to further verify the abrupt power off, the pump was tested and had an infusion ran to try and further diagnose the pump. The pump was powered on and a current infusion was able to be resumed, which ran at 3 ml per hour and successfully finished without the pump powering off. Reported issue found, device not performing to specification.